Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they spoke to hcp regarding patient's last visit. Hcp said she did not discuss removing the battery at that time. Her phone has been disconnected so rep asked his office to let them know the next time patient reschedules for her next appointment. The battery is well beyond end of life (eol) and has been dead since at least 2-17-15. Patient apparently was not interested in replacing her battery at that time.  Rep will continue to try to contact this patient through hcp's office. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that caller was meeting with patient for the first time and states that patient is having ins removed due to rubbing on peripheral nerve as it is causing irritation in hip and leg. Caller also states that patient is reporting ins is dead. Caller believed "battery dead" was due to normal battery depletion as patient's report of 4 years ago when the ins died falls in line with expected longevity. An exact event date was not provided. No further complications were reported/anticipated.